Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross¿ imaging catheter was used to visualized 90% stenosed target lesion located in the moderately tortuous and moderately calcified middle left anterior descending artery. During pre-intravascular ultrasound, image appeared properly. However, after stenting it was noted that image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a kink was observed in the imaging window assembly at 67.1 cm from femoral marker to the distal end. A kink was observed in the telescope assembly at 70.0 cm from femoral marker to the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Impedance test found an electrical open circuit at the proximal end of the device. In order to inspect imaging core (ic) windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Ic windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).